Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 25mm mod rev hip bdy/blt +10mm component level 9006-1-125; cat# 6276-1-125; lot# 59529505. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Patient underwent a right hip revision for a periprosthetic fx around a (B)(6) competitor cemented hip stem. The cement was removed and a restoration cone conical stem was implanted. The original cup was well fixed and left in place. Patient subsequently fell and dislocated twice. It was determined the patient would benefit from an acetabular revision and conversion to an mdm. The operation was performed and completed successfully with excellent stability through the full range of motion. Doctor alleges no problems with the stryker implants.